Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The pitch cable was broken at the distal end. The cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Additional observation not initially reported by the customer was a discolored chassis. The instrument's chassis exhibited a greyish layer, which was likely due to improper cleaning. No other damage found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si hysterectomy procedure, a cable on the tenaculum forceps instrument allegedly broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.